Event description:
Additional information was received that per the physician, neither the valve nor the delivery catheter system caused or contributed to the injury. Additionally, tortuosity of the peripheral pulmonary artery vessels contributed to the injury. The perforation occurred at the time of the non-medtronic guidewire removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: harmony-25, serial/lot #: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonic valve, hemoptysis, a decrease in spo2, and a decrease in blood pressure were confirmed due to a right pulmonary artery perforation. Subsequently, 4 millimeter (mm) and 6 mm plugs were implanted, and veno-arterial extracorporeal membrane oxygenation (ECMO) was initiated. Subsequently, the bleeding resolved and the patient was returned to the room.

Manufacturer narrative:
H6. Annex e code was erroneously omitted from the initial medwatch. Additional codes. Annex f code was erroneously omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that this was a case with the goal of implanting the transcatheter pulmonary valve in the roof of bifurcation (rob). During the procedure, hemostasis was completed, and the patient was returned to the room with veno-arterial ECMO. It was noted that the ECMO was initiated solely as an aid to remove carbon dioxide (co2), and the patient was considered to have few hemodynamic problems. Per the physician, the cause of the right pulmonary artery perforation was considered to be from pushing the guidewire when the guidewire tip was fixed within the peripheral vessel.